Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and screen was hard to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that the insulin pump reject new batteries grinding while rewinding and the insulin pump lost date and time setting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with severe scratches on lcd display window noted. Insulin pump passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm, rewind anomaly or missing segments were noted.